Event description:
The user received questionable ethanol generation 2 (etoh) results for two patient samples. Patient sample 1 initial result was <20 mg/dl with a data flag and the repeat result was 163 mg/dl. Patient sample 2 was from a male born on (B)(6). On (B)(6) 2011, the initial result was <20 mg/dl with a data flag and the repeat result on (B)(6) 2011 was 358 mg/dl. The initial results were reported outside the laboratory. The patients were not adversely affected. The etoh reagent lot number was 63260401. The field service representative was unable to duplicate the issue. He suspected static in the plastic pour off sample tubes caused a level detection issue and noted the humidity in the laboratory was 14%. He took no corrective action and advised the user that the humidity was below the instrument specifications. He inspected the robotics, wiring and fluid systems and found no problems. To verify the analyzer operation, he ran precision testing.